Event description:
It was reported that during a lead explant, the patient's anchor broke in half. The physician elected to leave the remaining half implanted as they felt attempting to remove it could result in harm to the patient.